Manufacturer narrative:
One hotline® 3 blood and fluid warmer was returned for analysis. Upon visual inspection liquid crystal leakage in the lcd and cracked tank cover was noted. The tank was filled with water, temp check was attached, the line cord was plugged, and the unit was switched on. Based on the evidence, the complaint was confirmed. The root cause was found due to impact that occurred to the lcd screen.

Event description:
Information was received indicating that the lcd on a smiths medical level 1® hotline® 3 blood and fluid warmer was found broken. There were no reported adverse effects.